Event description:
It was reported that a patient with an artificial urinary sphincter (aus) indicated the device never worked properly. The patient noted the pump was hard to manipulate and it was not positioned ideally in the scrotum. Additionally, when the cuff opened, the bladder could not empty completely. The patient also mentioned experiencing urinary urgency and a burning sensation, needing to urinate up to seven times per night. A cystoscopy was performed. However; the facility did not observe any issues with the aus. The patient was scheduled for a revision procedure. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.